Event description:
Healthcare professional (hcp) reports a transfer set with a betadine leak. The leak was noted at the twist clamp/tubing junction and was noted during a post surgical dressing change. The pt received a transfer set change. No pt injury or medical intervention reported.